Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the lip of the reservoir tube is cracked and missing chunks of plastic. The customer's blood glucose reading was 109 mg/dl at the time of incident. Troubleshooting found that the reservoir will not stay in the compartment. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, a cracked belt clip slot at the battery tube threads area, cracked battery tube threads, a cracked case at the display window corner and minor scratches on the lcd window.